Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for erroneous results with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. A review of specimen handling parameters is recommended for this tube type. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube has been found experiencing two occurrences of erroneous results during use. The following has been provided by the initial reporter: one patient was a teen chemo patient who had been running in the normal range for bun and creat. She was a direct draw with results of bun 25 and creat 4-5. Her oncologist sent her to kidney specialist next day and a renal panel was drawn and the creat was 1.2 at that site(she did not have bun result but stated is was in normal range) on the third day she was redrawn with both plasma and serum and the creat was 1.1, 1.2. They spin on front end automation and she believes that it is spun 8-10 minutes and the centrifuge is set for platelet poor plasma. They run on the abbott architect. All previous samples were rerun three days later and results were the same except for the original sample where values were decreased bun 18 and creat 3-4. She believes that qc is fine but she is not in chemistry but phlebotomy. Site will continue to monitor problem. Chemistry is looking at qc. It was reported that two patients collected at different locations with questionable elevated results for bun & creatinine. We have two patients, collected at different locations with questionable elevated results for bun & creatinine. The tube used in both cases is the lime gel tube (r# 367962), lot # 9184982. Complaint 1 of 2.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tube has been found experiencing two occurrences of erroneous results during use. The following has been provided by the initial reporter: one patient was a teen chemo patient who had been running in the normal range for bun and creat. She was a direct draw with results of bun 25 and creat 4-5. Her oncologist sent her to kidney specialist next day and a renal panel was drawn and the creat was 1.2 at that site(she did not have bun result but stated is was in normal range) on the third day she was redrawn with both plasma and serum and the creat was 1.1, 1.2. They spin on front end automation and she believes that it is spun 8-10 minutes and the centrifuge is set for platelet poor plasma. They run on the abbott architect. All previous samples were rerun three days later and results were the same except for the original sample where values were decreased bun 18 and creat 3-4. She believes that qc is fine but she is not in chemistry but phlebotomy. Site will continue to monitor problem. Chemistry is looking at qc. It was reported that two patients collected at different locations with questionable elevated results for bun & creatinine. We have two patients, collected at different locations with questionable elevated results for bun & creatinine. The tube used in both cases is the lime gel tube (r# 367962), lot # 9184982. Complaint 1 of 2.